Manufacturer narrative:
Manufactures investigation conclusion: the patient remains ongoing on heartmate 3 left ventricular assist system (lvas). No further related events have been reported at this time. The evaluation of the submitted log files confirmed a pump stoppage, which was associated with rotor instability. Additionally, the evaluation of the log files confirmed a second pump stop event, that appeared consistent with electrostatic discharge (esd). A specific cause for these events could not conclusively be determined through this evaluation. The patient reported ¿vibration¿ in their chest yesterday correlating with low speed and low flow alarms. The account reported that the patient¿s international normalized ratio (inr) and lactate dehydrogenase (ldh) were normal. The submitted system controller event log file contained data from (B)(6) 2020. Starting on (B)(6) 2020 at 22:47:05, spontaneous high current, motor instability and magnetic centering lvad faults were captured, which were associated with low speed and elevated pump powers. A software reset was initiated by design, and the issue resolved after the lvad restart. The pump operated as intended with stable parameters until (B)(6) 2020 at 01:02:45, when the file captured a pump stop event. The pump stopped for approximately 3 seconds before ramping up to the set speed again without issue. This event appeared to be consistent with an esd event and occurred while the patient was supported by the mobile power unit (mpu). Before and after these events, the pump operated as intended at the set speed. The account later communicated that they spoke with the patient about the event leading up to the esd event. The patient was standing on a throw rug at their bedside, hooked themselves up to the mpu and then got into bed. The event happened a minute or two after the patient got into bed. The patient stated that they may have been shifting/adjusting the blankets to get comfortable. The patient remains stable at home with no further alarms. The heartmate 3 lvas instructions for use (IFU) explains that strong static discharges should be avoided. This document also explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook warns not to touch the television or computer screen, and not to vacuum or engage in activities that create static electricity. This handbook also explains that a strong electric shock can damage electrical parts of the system and cause the pump to stop. Electrostatic discharge is included in the safety testing and classification tables of both documents. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in the office (clinic) and reported ¿vibration¿ in chest the prior evening correlating with low speed advisories and low flow alarms. Parameters were stable at time of clinic visit. The patient¿s international normalized ratio (inr) has been therapeutic and lactate dehydrogenase (ldh) was normal. There was concern for mechanical error. Log files submitted for review revealed that on (B)(6) 2020 at 22:47:05 a pump event noted that appeared to be related to an electrostatic discharge (esd). The pump experienced low speed advisories, motor instability, and magnetic centering issues during this time. At 22:47:20 the pump reset. The pump is designed to automatically reset when subjected to a high static discharge event. The pump was off for approximately 3 seconds during this reset. There was another pump reset related to esd on (B)(6) 2020 at 1:02:45. The pump was off approximately 4 seconds during this reset. The health professional spoke with the patient about the events leading up to the esd. The patient reported standing on a throw rug at bedside, hooked up to mobile power unit (mpu), then got in bed. The event happened a minute or two after the patient got in bed, and patient noted that may have been shifting/adjusting blankets to get comfortable. The patient was noted to be at home stable with no further alarms. No further information was provided.